Event description:
Pt on primacor IV drip via carefusion pump at 0.25mcg/kg/mim, 7 cc/hr. New bag hung: at 0245 pump alarmed that fluid side was empty, pump screen indicated that vol to be infused was 49.5 cc, however, IV bag was empty. Verified with pharmacy that bag was 100cc, after looking back at the history the first bag infused in 8 hr 15 minutes and the second one 7 hr 13 minutes, when it should have taken 13.9 hours to infuse. No adverse pt event - pump removed from service. Biomed at this facility stated that a sensor on the pump is bad and pump was sent to manufacturer for repair.